Event description:
Info reported as follows: nurse reported possible balloon concerns with product; two (2) kits total.

Manufacturer narrative:
Based on the available info, this event is undetermined as to whether it is a reportable malfunction or serious injury; therefore, has been selected as a reportable malfunction, until specific details become available to determine otherwise. Convatec has reached out on three (3) separate occasions (B)(4) 2013 to gather add'l info in regards to patient/event details; however, no add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info becomes available, a f/u report will be submitted. An investigation request has been sent to the manufacturer on (B)(4) 2013. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected.